Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air got into the connection between the unspecified bd¿ syringe and needle, causing leakage during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "customer reported experiencing fill resistance when attempting to fill cartridge ((B)(4)). Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking."

Event description:
It was reported that air got into the connection between the unspecified bd¿ syringe and needle, causing leakage during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "customer reported experiencing fill resistance when attempting to fill cartridge (com-543575). Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.